Event description:
It was reported that 8 bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g were unable to deliver insulin/medication. The following information was provided by the initial reporter: friend of consumer reported some of the bd pen needles do not release any medication. Stated consumer had a rep at the store try to attach the pen needle and still nothing came out of the needle. Consumer does not prime before injections. Stated this happened with about 7-8 pen needles from current box. Stated the injection sites are also red. Stated consumer stopped using these pen needles because they are also hurting during injections. Lot # unknown. Cat # 320109 . Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 8 bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g were unable to deliver insulin/medication. The following information was provided by the initial reporter: friend of consumer reported some of the bd pen needles do not release any medication. Stated consumer had a rep at the store try to attach the pen needle and still nothing came out of the needle. Consumer does not prime before injections. Stated this happened with about 7-8 pen needles from current box. Stated the injection sites are also red. Stated consumer stopped using these pen needles because they are also hurting during injections. Lot # unknown cat # 320109 date of event: unknown.